Event description:
On (B)(6) 2012, 3m espe was informed about a hospitalization that occurred after the 3m espe cavit material was used together with other dental products. One pt felt ill after a dental root treatment and went into a hospital. In the meantime the pt has left the hospital. At the date of this report, it is not clear if cavit has caused the symptoms. Additional info is unavailable to 3m espe at this time point.

Manufacturer narrative:
No product was returned to 3m espe for evaluation until the date of this report. A device from a reserve sample will be evaluated. This report has been assessed for biocompatibility and has been found to be safe for its intended use. It is a long time in the market and has a favorable clinical use history, in which only one other report of hospitalization after use has been received by 3m espe in 2008 (9611385-2008-00006).